Event description:
It was reported that during a liver resection procedure, the surgeon had just begun and the harmonic was activated for the second time during the case and the active blade broke off. The nurse and the doctor said that it was not activated on metal (e.g. Liver retractor) nor was it used in abuse mode (longer than 5-6 seconds during the first or second activation). The surgeon changed to cut clamp and tie. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device and with the outer tube bent. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade the bent shaft is not related to the reported issue of blade tip broken off.